Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The customer reported low pressure alarm on the compressor display and the compressor was humming. There was no patient harm. Our field service engineer verified capacitor not starting compressor motor. After the compressor motor was replaced, the compressor passed all functional and safety test per factory specifications and was returned to customer and cleared for clinical use. If the compressor cannot deliver enough air pressure, both the compressor and the connected ventilator will alarm for low air supply pressure. The conclusion in this matter is that the compressor motor start capacitor was defective. As no goods were received for investigation, the root cause why the motor capacitor failed could not be determined.

Event description:
Manufacturer ref.#: (B)(4).